Manufacturer narrative:
The device was returned to the service for evaluation. The customer¿s complaint of ¿power button is pushed in and doesn't stay¿ on was confirmed. The usb and picture in picture (pip) connector was found damaged. Further inspection found the video connector lock latch broken off and the front panel housing was peeling off. At the customer¿s request the device was returned unrepaired. The instruction manual states ¿ do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons.¿

Event description:
The service center was informed that during preparation for use, the power switch button was pushed in and will not stay on. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from the user facility states no damage or abnormalities were observed. The date this occurred on is june 17. The device was unable to turn on as the button was stuck. There is no residue making the button stick. The power button is jammed all the way in and in order for it to turn on it needs to kick back out but the button is stuck and will not kick back out.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The result of the DHR review showed that there was no abnormality in manufacturing, concession and variation. The legal manufacturer was unable to determine the root cause. The legal manufacturer reported that the device was delivered to the customer on (B)(6) 2013. The lm reported that the most probable causes for the reported event are as follows: from the date of manufacture (feb. 27, 2013), it is assumed that the power switch was damaged because the operation force and the number of times of application of the power switch exceeded the assumption because the product was a product before measures were taken due to the design change of the power switch. It is assumed that more than 7 years have passed since the delivery of the device, and that the locking part was broken due to wear and tear caused by repeated use. Due to the failure of the lock, the electrical contact of the video connector receiver becomes unstable, affecting the data transmission of the scope and video processor, and the image may disappear. We assume that there was no opportunity to update the software because there was no problem with the previous version of the software. It is assumed that it occurred because the user handled the device roughly.